Event description:
It was reported that a patient underwent a successful balloon kyphoplasty procedure at level t7. It was observed that the cement set up too quickly after the mixing step. It was noted that the cement that was injected into the patient was too viscous prior to delivery. There were no bone cement extravasations. The procedure was completed successfully with no patient complications or adverse consequences. No additional information was reported.

Manufacturer narrative:
It was reported that the physician noted the surgery tech had not prepared the cement correctly. Method - device not returned; followed up with company representative. Reference MFR report# 2953769-2010-00398.